Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to an erroneous positive total beta hcg (tbhcg) result on one patient sample generated by unicel dxi 600 access immunoassay analyzer. The erroneous result was not reported out of the laboratory. Subsequent testing on an alternate instrument produced a lower result within the normal reference range. The customer did not receive any report of death, patient injury requiring medical intervention, or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The sample was collected in a lithium heparin plasma tube. Qc runs prior to and after the event were within the customer's established ranges. A field service engineer (fse) was dispatched on (B)(4) 2010 for this event. Fse performed a carryover test and a precision test. No issue was noted. A definitive root cause for this event has not been determined to date.